Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, and measurements were within normal limits. Visual inspection of the lead was performed and found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high thresholds and stimulation seen during the revision.

Event description:
This supplemental report is being filed with analysis details.

Event description:
It was reported that this 1.5 year old cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had a sudden drop in pacing impedances three months ago to 360 ohms, and another recent sudden drop to less than 200 ohms. The patient was dependent due to a previous av node ablation. This system was explanted and replaced to another manufacturer. During the revision, it was noted that the left ventricular (lv) lead had high thresholds and stimulation seen in all vectors. No additional adverse patient effects were reported.